Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump was under delivering. Customer's blood glucose value was over 200 mg/dl at the time of the incident and current blood glucose was 126 mg/dl, blood glucose was 76 mg/dl. The customer was assisted with troubleshooting. The drive support cap appears normal (slightly indented). Customer will not return device for analysis.

Manufacturer narrative:
Device received with intermittent button response due to flattened button dome switch (no crease) and partial unlocked keypad connector during visual inspect noted. Unable to perform all functional testing including the displacement, operating currents, compromised force sensor system alarm, rewind, basic occlusion, occlusion, prime or compromised force sensor system alarm and excessive no delivery test due to buttons not responding. Insulin pump received with cracked battery tube threads, cracked lcd window, minor scratched lcd window and cracked reservoir tube lip, cracked case display window corner.